Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the service department of olympus europe se & co. Kg (oekg), omsc thought there was the possibility this phenomenon was attributed to the camera cable break of the subject device due to applying the excessive force with the user handling. The video communication failure due to the camera cable break, which might have occurred the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of (B)(4) but has not returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was found the camera cable break of the subject device, near the cable protector from ccd unit side. It was also found that the error, e222 which indicated that there was the communication failure between the subject device and the camera control unit was displayed and it was displayed only color bars on the monitor. Furthermore, it was found the need of the camera cable replacement to work the subject device. There were no other failures. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure the color bar image was displayed. The user stated that the endoscopic image of the subject device was fading when moving the camera cable at the camera head side. There was no patient injury associated with this report.